Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 lists all adverse events that may be associated with the use of heartmate 3 lvas, including bleeding. This section also provides an explanation of all pump parameters, including flow and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and explains that changes in patient conditions can result in low flow. Section 5 of this document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. Section 6 lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report numbers: 2916596-2021-07622, 2916596-2021-07620, 2916596-2021-07604. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with iron-deficiency anemia and worsening of heart failure. On admission, the patient showed signs of pulmonary and systemic congestion. Blood tests showed severe anemia (hemoglobin 7.5 g/dl, hematocrit 24). A transthoracic echocardiogram showed: left ventricle with increased dimensions (end diastole diameter 62 mm), neutral interventricular septum, inconstant opening of the aortic valve, moderate systolic-diastolic aortic insufficiency, moderate-severe mitral insufficiency with severe dilation and dysfunction of the right ventricle (basal diameter 58mm, tricuspid annular plane systolic excursion 9 mm), and moderate-severe tricuspid insufficiency. The patient's systolic pulmonary pressure (spap) was 40-45 mmhg. Vena cava was dilated (25 mm), poorly collapsing (central venous pressure 10¿15 mmhg). For the clinical picture of biventricular congestion, the rotations of the left ventricular assist device (lvad) device were progressively increased to 5600 rpm and diuretic therapy was administered with a good diuretic response and subsequent decongestion. Several blood transfusions were performed with subsequent stability of the hemoglobin values. Review of the patient's health history showed a diagnosis of colon adenocarcinoma with an associated gastrointestinal bleed. On (B)(6) 2021, there was onset of an episode of sweating with reduction in flow from the lvad and evidence seen on an echocardiogram of excessive left ventricle unloading and shifting of the intraventricular septum to the left. Mild hydration was started and diuretic therapy was reduced. Pump rotations were reduced to 5500 rpm with stabilization of the hemodynamic picture. On (B)(6) 2021 a transesophageal echocardiogram was performed, which showed: left ventricle well-assisted by the lvad, moderate aortic insufficiency (vena cava 5 mm) in a tricuspid aortic valve with mixed etiology: fibrotic retraction of the cusps and annular dilation (sinuses of valsalva 41 mm). Severe mitral insufficiency in known perforation of the posterior mitral leaflet and prolapse/flail at the same site. Dilated and dysfunctional right ventricle (vena cava mm). The patient had moderate tricuspid insufficiency with a systolic pulmonary pressure (spap) 25 mmhg.

Manufacturer narrative:
Related manufacturer report numbers: 2916596-2021-07622, 2916596-2021-07620, 2916596-2021-07604. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with iron-deficiency anemia and worsening of heart failure. On admission, the patient showed signs of pulmonary and systemic congestion. Blood tests showed severe anemia (hemoglobin 7.5 g/dl, hematocrit 24). A transthoracic echocardiogram showed: left ventricle with increased dimensions (end diastole diameter 62 mm), neutral interventricular septum, inconstant opening of the aortic valve, moderate systolic-diastolic aortic insufficiency, moderate-severe mitral insufficiency with severe dilation and dysfunction of the right ventricle (basal diameter 58mm, tricuspid annular plane systolic excursion 9 mm), and moderate-severe tricuspid insufficiency. The patient's systolic pulmonary pressure (spap) was 40-45 mmhg. Vena cava was dilated (25 mm), poorly collapsing (central venous pressure 10¿15 mmhg). For the clinical picture of biventricular congestion, the rotations of the left ventricular assist device (lvad) device were progressively increased to 5600 rpm and diuretic therapy was administered with a good diuretic response and subsequent decongestion. Several blood transfusions were performed with subsequent stability of the hemoglobin values. Review of the patient's health history showed a diagnosis of colon adenocarcinoma with an associated gastrointestinal bleed. On (B)(6) 2021, there was onset of an episode of sweating with reduction in flow from the lvad and evidence seen on an echocardiogram of excessive left ventricle unloading and shifting of the intraventricular septum to the left. Mild hydration was started and diuretic therapy was reduced. Pump rotations were reduced to 5500 rpm with stabilization of the hemodynamic picture. On (B)(6) 2021 a transesophageal echocardiogram was performed, which showed: left ventricle well-assisted by the lvad, moderate aortic insufficiency (vena cava 5 mm) in a tricuspid aortic valve with mixed etiology: fibrotic retraction of the cusps and annular dilation (sinuses of valsalva 41 mm). Severe mitral insufficiency in known perforation of the posterior mitral leaflet and prolapse/flail at the same site. Dilated and dysfunctional right ventricle ((B)(4) mm). The patient had moderate tricuspid insufficiency with a systolic pulmonary pressure (spap) 25 mmhg.